Event description:
A doctor reported the infusion cannula was "falling out" of the trocar during a procedure. There was no pt harm reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).